Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder of the blade was found to be nicked. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a laparoscopic gastric bypass, the device locked out. There was no adverse consequence to the pt.